Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Handpiece cable is clogged causing no water flow. Debris build up throughout the water system. Powder bowl and air manifold are leaking air. Duckbill filter is cracked allowing air to leak. Unit is missing screws to cover.

Event description:
Based on the repair notes for a g120 scaler, the handpiece cable is clogged causing no water flow.